Manufacturer narrative:
The companion external battery was returned to syncardia for eval. Physical inspection of the battery revealed no anomalies. The battery was connected to battery eval software. Review of the data revealed that the battery's internal safety firmware triggered safety flags that indicated that all battery cells exceeded the minimum allowed voltage level, which occurs during an "over-discharge" event. The root cause of the reported issue was that the companion external battery was installed in a companion 2 driver that was not plugged into external wall power for an extended period of time. The battery eventually discharged below the minimum allowed voltage, which permanently disabled the battery outputs. The companion external battery was taken out of service.

Event description:
The issue regarding this companion external battery (s/n (B)(4)) was originally reported on (B)(6) 2014 under MDR # 3003761017-2014-00060 with companion external battery s/n # (B)(4). In accordance with FDA's request, this separate MDR was filed for companion external battery s/n # (B)(4). This companion external battery was not in use by a pt. The customer reported that the companion external battery that was in stock at the implant center was "dead". The customer also reported that the companion external battery had been installed in a companion 2 driver at the implant center but the driver had not been plugged into external wall power. The customer also reported that the implant center then attempted to charge the battery for about a week but the battery did not charge. This failure mode posed a low risk to the pt because the issue was observed when the companion external battery was not in pt use. In addition, this alleged failure mode would not prevent a companion 2 driver from performing its life-sustaining functions, because the companion 2 driver has multiple power sources: external wall power, external batteries and an internal, emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.